Event description:
Paramedics responded to a pt, condition unknown. The device was connected to the pt for transthoracic pacing. According to the reporter, the device continuously alarmed "connect electrodes" and would not pace the pt. No adverse affects to the pt were reported as a result of the alleged malfunction.